Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the connection point was broken on the external pulse generator, and the caller was requesting part numbers and calibration information. The caller was emailed part numbers for the output connector, as well as informational and troubleshooting manuals for the external pulse generator. The status of the external pulse generator is unknown. No patient complications have been reported as a result of this event.